Event description:
It was reported during the startup routine, the cs300 intra-aortic balloon pump (iabp) battery needed to be changed. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the battery failed because the customer left the equipment disconnected from the mains voltage for a long period of time. Fse found depleted batteries (d146-00-0039) and confirmed did not charge. The batteries were replaced and functional test was performed and was correct.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2.

Event description:
N/a.